Event description:
A customer reported the equipment displayed a system message and locked prior to the procedure. The procedure was canceled after the pt received retrobulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and confirmed the sys message reported. The pressure vacuum manifold was replaced. Preventive maintenance was performed. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be conclusively determined. (B)(4).